Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens. The cause of the event was reported as unknown. The problem was resolved.